Event description:
It was reported that the patient presented to the clinic for a routine visit. A driveline fault alarm from (B)(6) 2024 was noted on interrogation. The driveline fault alarm resolved on its own and did not appear to have returned. Log files confirmed driveline faults on (B)(6) 2024 that had not recurred in over 30 days.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline faults was confirmed via the submitted log file. The system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted with events spanning approximately 39 days (27jan2024 at 10:36:48 through 06mar2024 at 12:08:25 per timestamps). A string of driveline faults was captured on (B)(6) 2024 from 10:36:48 to 03:30:54 due to phase 3 measuring higher than phases 1 and 2. Yellow wrench advisories were active during these driveline faults. There were no other notable events or alarms active in the log file. The pump operated as intended. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including the driveline fault and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.